Manufacturer narrative:
The device referenced in this report has returned to olympus for evaluation. The definitive cause of the customer's experience cannot be determined at this time. The investigation is ongoing. Physical evaluation of the complaint device reveals: the user's report is confirmed. No image when powered on due to a faulty printed circuit board. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported while setting up for an unspecified procedure using a high definition lcd monitor, the power button showed green, but nothing appears on the monitor. No other devices were involved. There was no delay in the procedure. The connections were checked and found to be correct. There were no error codes displayed, and no abnormalities noted upon inspection. It was the secondary monitor that was affected. The physician used the primary monitor (model 262) to complete the procedure. There was no patient impact related to this occurrence.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. As a result of the physical inspection and functional testing of the device, olympus has concluded that the reported issue and board failure was most likely caused by repeated use over a long period of time. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment.